Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic complaining of feeling pain in his pocket area. It appeared that during device replacement the lead was tightly coiled. Upon interrogation the right ventricular lead exhibited unacceptable thresholds and under sensing. The lead was capped and replaced. The lead was explanted on (B)(6) 2013.